Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was explanted due to inflammation in the area of the implant bed and the mastoid cavity.

Manufacturer narrative:
Additional information: according to the information received from the field the device was explanted due to an inflammation at the implant site and the mastoid cavity. Review of the device's sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the reported issue. The explanted device has not been received for investigation yet.

Event description:
The user was explanted due to inflammation in the area of the implant bed and the mastoid cavity.